Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. The patient experienced an adverse event which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was sweating and became unresponsive. The wife called 911. The patient did not notice or remember when the sensor fell off. The patient was taken to the hospital and there they took a bg reading which was 45 mg/dl. The patient was unable to recall the message or readings from his cgm (continuous glucose monitor) before or during the event. The patient was treated at the hospital but could not remember the treatment provided. The patient was discharged after a couple of hours and was advised to return to the hotel. Pt was not wearing any sensor when the event occurred as it fell off. At the time of the report the patient was fine. At an unspecified time of the event the cgm reading was 40 mg/dl and the blood glucose reading was 45 mg/dl. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.